Event description:
When physician opened the product, he noticed the hook was missing off of the end of the device. This is the second time this product has been reported ( same lot # u2407001). Physician opened a super turbo wand (B)(6) and completed the case.